Event description:
Reported by the customer that during a procedure the loaner generator unit delivered dual activation causing a superficial burn the the pt's ankle. Two pencils were connected, one was in use while the other was resting on the patient's ankle and both were generating r.f. Current.